Event description:
It was reported that" (B)(6) 2023, the doctor found cuff leakage when doing testing before using on patient. Then changed new one, no impact on patient.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "since there is no sample returned for investigation, one set of representative samples were retrieved from production lot for investigation purpose. Visual inspection was performed on the production representative sample. Cuff pressure of the current production representative samples were then tested by inflates the cuff to 25 mbar using calibrated endotest. Both tracheal clear cuff and bronchial blue cuff pressures were observed to be maintained at 25 mbar. Water leak test was then conducted on the production representative sample. No air bubbles were observed flowing out from both tracheal clear cuff and bronchial blue cuff. Based on the investigation conducted, the complaint on this complaint mode could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"16 aug 2023, the doctor found cuff leakage when doing testing before using on patient. Then changed new one, no impact on patient.